Manufacturer narrative:
This report will be amended when our investigation is complete. Received but not yet evaluated.

Event description:
It is reported that the provisional fractured.

Manufacturer narrative:
This report is being amended to reflect changes. The device was visually inspected and confirmed to be fractured into two pieces with the fracture along the medial side of the central post running cleanly anterior-posteriorly. The reported issue has been investigated and a device history record review is not required. The device is used for treatment. This device was manufactured on september 15, 2014 which is prior to the design modification and was part of the re-design scope. It is unknown whether proper surgical technique was properly followed. However, this device has been previously investigated for a design issue. Therefore, the root cause is determined to be a previously addressed design issue.